Event description:
Conceptus did not receive the maude event report until 7/19/06. The maude event briefly states...."coil deployed prematurely and had to be retrieved. Permanent damage." A conceptus rep first spoke with initial reporter shortly after the incident. She reported that the physician had difficulty on 3 separate occasions with essure devices deploying prematurely during procedure.

Manufacturer narrative:
Reported dr. Has had difficulty with deployment on 3 separate occasions. She is concerned this may be due to a training issue. The sales rep was contacted and he states dr did experience some difficulties with the procedure steps when he was initially trained, but he had demonstrated satisfactory skills and knowledge of the essure procedure as of current. A conceptus rep spoke with rptr again to clarify what was reported on the maude event form. She states no disability or permanent damage occurred during these events and pt outcome was good. She was not aware that she had reported disability or permanent damage on the maude event form. Since no devices were returned, it is difficult to assess what really happened with the essure devices at the procedure. Causes for deployment issues include micro-insert/delivery wire interference, excessive bending of coil area, excess tissue on or around coils, and improper overlap of coils.